Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the nozzle of the colonovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
Correction - the information from the customer follow up below was missed in the initial MDR report. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility flushes the air and water nozzle with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause and the identity if the foreign material could not be determined. Olympus will continue to monitor field performance for this device